Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-9233 broach broke. This occurred in an unknown case when the flat back of the broach that is impacted with a mallet broke off, a new instrument was opened and the case was completed successfully with no patient effect reported. Additional information requested. Additional information provided on 02/15/2022: the type of procedure being performed was a tsa arthroplasty. All broken fragments were retrieved.